Manufacturer narrative:
Medical device brand name: bd pegasus¿ safety closed IV catheter system (y luer with bd q-syte¿ luer access split septum and end cap) 24ga x 0.75in 0.7mm x 19mm. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd pegasus¿ safety closed IV catheter system (y luer with bd q-syte¿ luer access split septum and end cap) 24ga x 0.75in 0.7mm x 19mm experienced foreign matter contamination. The following information was provided by the initial reporter: event date: (B)(6) 2019. It's been noticed there was tiny particle in the tubing during transfusion; which might cause blood clot and life threatening. The catheter was removed and replaced immediately.

Event description:
It was reported that an unspecified number of bd pegasus¿ safety closed IV catheter system (y luer with bd q-syte¿ luer access split septum and end cap) 24ga x 0.75in 0.7mm x 19mm experienced foreign matter contamination. The following information was provided by the initial reporter: event date: (B)(6) 2019. It's been noticed there was tiny particle in the tubing during transfusion; which might cause blood clot and life threatening. The catheter was removed and replaced immediately.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8354886. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.